Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose . The customer¿s blood glucose was 404 mg/dl. Patient's current blood glucose: 221 mg/dl. Patient has treated with injection. Customer reported that she thinks her insulin pump is broken, last night she was going to take a shower and on top of the insulin pump where you put the reservoir, the plastic ring is detaching and there are two missing segments beneath the bring. Customer thinks this is due to her insulin pump being damaged. Customer declined to troubleshoot the high blood glucose. The insulin pump will not be returned for analysis.